Manufacturer narrative:
The company rep examined the system and verified the customer reported system message in the system¿s event log. The company rep reseated cables, and ensured proper ground connections from the display. The system was then tested and met product specifications. No samples were returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A customer reported that a red stop sign displayed and the system rebooted on its own at the end of a vitrectomy procedure. The case was completed without pt harm.